Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.